Event description:
The advocate contacted customer service on behalf of the customer from (B)(6). She alleged that the customer received erratic readings of 26 and 8 mmol/l using his contour meter. She gave him insulin based on the high reading and he became hypoglycemic. The advocate treated the customer for low blood glucose. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.